Event description:
Reporter alleged going into insulin shock twice during use of the blood glucose monitoring device. Reporter stated in 2005 at 5:30 pm and 5 days later at 9:30 pm having an "insulin reaction" where a relative called paramedics and fireman on both occasions due to not being able to give her dietary adjustments. Reporter stated paramedics device read lower than would detect and was treated with a glucose IV before being taken to the hosp. Reporter indicated remaining at the hosp for four hours and treated with dietary adjustments prior to being released. Reporter stated does not remember any of the device results prior to the alleged instances, any medications taken, or hosp results. Reporter stated using controls however obtaining an error and out of range reading due to using the incorrect controls with the current system. A request was made for the return of the suspect device and replacement product was sent.